Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 24 mmol/l (432 mg/dl) while wearing the pod for less than an hour. Upon removal, it was noticed that the cannula was not properly inserted into the skin and was bent. A new pod was applied to treat the hyperglycemia.